Event description:
Additional information was received from a consumer. It was reported that the patient was having cerebral palsy symptoms and their underlying movement disorder state was poor. They are unsure if the symptoms are related to the deep brain stimulation (dbs) system or the patient's underlying disease state. The patient was seen in clinic but they did not do an impedance check. They want to do a brain MRI to check on location of patient's leads. There were no further complications reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient is having side effects with all programs. The patient is currently seeing their managing physician¿s replacement, and they are unable to interrogate the device. The patient¿s friend or family member is trying to get an evaluation for lead placement. No complications or further complications were reported.